Manufacturer narrative:
A returned product evaluation was completed and confirmed hub and sheath separation. Manufacturing record review was unable to be completed as the lot number is unknown. The returned product evaluation confirmed the failure. An internal corrective action was initiated.

Event description:
Micropuncture was being used by an rn for IV access and the hub broke off from the unit and product was left behind in the arm of the patient. An ir doctor was able to retrieve the product.